Manufacturer narrative:
Additional information: the clinical at the case left upon the conversion to the full sternotomy. When a follow up was made with the physician it was stated that there was found to be no patient injury as initially believed. The patient surgery proceeded and recovered post surgery. The surgeon stated there to be no device malfunction. Evaluation - the product was not returned and the root cause could not be determined for this event. The physician stated that no product malfunction occurred and the perceived injury did not occur. There was no injury to the patient. A CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Event description:
It was reported by the clinical specialist that the md had a tough time getting the guidewire of the proplege coronary sinus catheter to access to the left ij. The md couldn't get either wire to track into the right atrium so he tried the left ij. He got the wire ("we did see the wire in the ra") and the introducer sheath to the proplege to go in, but when he tried to get the device into the right atrium he wasn't able to see it on tee. A quick dye shot showed what looked like dye hanging up in the pericardium. The md pulled the device, did another dye shot through the sheath, and confirmed that there was an "extravasation so he aborted the proplege and decided to do the case open in case he needed to put a stitch in the pericardium." The clinical discussed using the left subclavian and the md agreed that it would have probably been a better approach. Additional follow up with the surgeon after the case showed there to be no perforation of the pericardium.

Manufacturer narrative:
Device was not retained by the customer for evaluation. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending adn future CAPA determinations.

Manufacturer narrative:
Clarification to event. Edwards' clinical specialist followed up with the surgeon on (B)(6) 2012. At this point the surgeon stated there was no perforation as previously believed. A change in strategy was noted due to the perceived injury. The surgeon opted to convert from minimally invasive to sternotomy for confirmation. There was no malfunction of the device stated.